Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. Covidien replaced the graphical user interface (gui) and backlight inverter pcbs. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).